Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not audible when alerting. Customer's blood glucose had no adverse impact. Reverted to mdi for insulin therapy.